Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to ¿a<(>&<)>e¿ with symptoms of baclofen withdrawal and underdose symptoms. Reportedly, classic symptoms of baclofen withdrawal occurred including severe rebound spasticity. The location of the symptoms was reported as the legs, increased tone, and full body. Due to family bereavement, the patient¿s refill appointment had been missed. Reportedly, a ¿critical-unknown or other¿ alarm occurred and the pump reservoir was reported as empty due to the missed refill. When the physician tried to fill the pump he could not access the reservoir. An x-ray examination indicated the pump was in correct orientation so the physician continued to try and access the port to the distress of patient. Eventually, the physician realized the x-ray was inverted and so the reason for difficulty accessing refill port was that the pump had been flipped reportedly by the patient. Surgical intervention confirmed this and the pump was turned back over during the surgical intervention and safely refilled. The patient was admitted to the neuro-surgical ward for care post-operatively. Medical intervention included oral baclofen provided to the patient due to the withdrawal symptoms. Of note, this patient has had pump revisions previously due to flipping pump (see manufacturer report #3004209178-2014-17482). The surgeon indicated at last surgery (manufacturer report #3004209178-2014-17482) that he planned to suture the pump in place using the suture loops. The representative had not spoken with surgeon at the time of the report to confirm if he did and this was to be followed up to confirm. No diagnostic testing or troubleshooting was required. The resolution and cause of the issue was reported as ¿unknown, or n/a.¿ at the time of the report the patient's status was reported as alive-no injury. The patient was now reportedly fine and receiving adequate therapy. This device system delivered compounded baclofen. Additional follow-up was done with the ¿responsible¿ physician which was different from the reporting physician, to request more details and the current patient status. The consulting physician alleged that the pump alarm was ¿not fit for purpose.¿ although he indicated the patient¿s mother heard the critical alarm, he believed neither the critical or non-critical alarm were loud enough to be a useful notification of problems. Reportedly, he was quite specific about responsibilities said he felt the synch ii single tone alarm was no use. If it could be amended to double tone for non-critical events or if the volume could be increased that would resolve his concerns. It was also provided that the ¿responsible¿ physician had comment on the volume and tones on the two alarms. Despite setting the low reservoir volume very conservatively on the physician¿s part, which gave over two weeks before the pump would run dry, the first level alarm was not heard at all the patient¿s family. They did, however, pick up the critical (multi-tone) alarm and of course by which time there was very little time to react. Further, ¿clearly¿ it may have been helpful to have had a louder volume on the alarms. There may be all sorts of technical reasons why the alarm volume level cannot be increased but it was also clear that the multi-tone level two alarm was more easily heard (despite being the same volume). The physician stated that his own safety steps in preventing the pump running dry failed but the next level of safety also failed to be effective. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).